Event description:
A twin-pass dual access catheter was used during a complex ptca procedure. While the twin-pass was advanced through calcium, the guidewire was advanced out of the twin-pass and the twin-pass tip separated. The physician decided not to remove the separated tip of the twin-pass but the patient is reported as doing fine.